Event description:
Customer called back and stated the she received the tubing clamp to perform the high pressure test. Customer's blood glucose was 400 mg/dl. Call was disconnected and she called back. Customer stated she was in the middle of the high pressure test when call was disconnected. Customer stated her blood glucose was high due to her being sick. Customer had given a correction bolus and drank water to treat. High pressure test was performed and device passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.